Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the readings were not in sync with each other. The customer's blood glucose level at the time was 160mg/dl, and the sensor reading was 50mg/dl. The customer declined to troubleshoot, due to the issue being resolved. Nothing is being returned or replaced at this time.